Event description:
Customer called to report the pump's driver block was not moving when the reservoir was changed. It was stated that the driver arms were in the unlocked position and the lead screw was never cleaned. Troubleshooting was performed. The driver block did not move. Per customer the device was not dropped bumped, or exposed to moisture.